Event description:
It was reported that the customer was treated by the paramedics due to low blood glucose levels of approximately 20 mg/dl the husband had no further info on the event.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please also see MFR report number 2032227-2010-83525.